Event description:
It was reported that the I let user's blood glucose was running high after breakfast and later decreased during the call. The caregiver indicated the user consumed more carbohydrates than usual but announced the meal as usual, and the case involved troubleshooting and education regarding meal announcements and incorrect meal size. Symptoms included hyperglycemia peaking at 308 mg/dl. Outcomes included no hospitalization and resolution through monitoring and education. Investigation included review of reported use and counseling on appropriate meal announcement practices. Investigation of this case revealed use-related error associated with incorrect meal announcement relative to actual carbohydrate intake, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically inaccurate meal announcement leading to postprandial hyperglycemia.